Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered carb amount when delivering a bolus, leading to a low blood glucose (bg) level of 40 mg/dl that was addressed by consuming soda. Additionally, it was reported that pump date and time would change without user interaction. Customer declined further troubleshooting for this issue. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.